Manufacturer narrative:
10-jun-2016: MFR report (B)(4) was discovered to be a duplicate of MFR report #9611295-2015-00021, (B)(4) (filed on september 18, 2015), and hence filed in error. MFR report is considered closed.

Event description:
Spacelabs received a report that on (B)(6) 2015, an arkon anesthesia machine failed to ventilate when the bag / vent switch was engaged at the start of a case. No one was injured as the result of this event.